Event description:
It was reported that far r-wave oversensing was observed via remote transmission. No patient symptoms were reported. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.